Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the reported events. Four (4) non -diagnostic images were shared with endologix which revealed the bilateral renal snorkels and two (2) non-endologix cuffs which may have contributed to the reported events; concomitant use with non-endologix products is outside the indications for use. Due to the lack of imaging/records surrounding the events, the clinical assessment could not complete an independent review or identify a definitive root cause. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. (B)(4).

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted outside the indications for use. During the procedure the physician placed two (2) gore cuffs. The left renal artery was occluded following placement of the 2nd cuff and the physician was unable to recannulate. The distal left graft limb occlusion was treated with a fem-fem crossover due to an ischemic leg. Additionally, bilateral groin exploration was required due to bleeding reportedly related to damaged access vessels; surgical closure. The patient tolerated the procedure and was extubated in the ICU. Post-procedure, overnight, the patient was re-intubated. The patient experienced an increase in lactate levels and reportedly expired due to refractory shock.